Event description:
Pump malfunction was reported by the customer. Impact on the blood glucose level was unknown. Customer received assistance from technical support to reset the pump, and there was no recurrence of the malfunction.